Event description:
It was reported that a longitudinal small breakages found near the emergency exit, followed by total breakage. They found bleeding and had to remove the products. The product had to be removed surgically.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.